Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she went to the emergency room with a high blood glucose of 500 mg/dl. The customer stated her insulin pump broke and had to stop using it. The customer stated she was not using the insulin pump for approximately eight hours prior to the hospitalization. The customer needed assistance in programming the insulin pump settings. Assisted the customer with the settings except for the bolus wizard settings as she did not have those with her. Nothing further was reported.